Event description:
The customer reported having constantly high blood glucose over 500mg/dl for more than a week. The caller stated that the infusion sets were kinked, but the insulin pump did not alarm no delivery. The blood glucose reading at time of call was 128mg/dl. The customer mentioned that the insulin pump was not delivering insulin, and the device did not alarm either. The caller did not have a tubing clamp available to run the high pressure test. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was programmed with several boluses and multiple basal rates and monitored. The bolus deliveries and the basal rates were delivered and recorded properly in the daily totals. After testing it was concluded that the device operated within specifications. The unit had cracked reservoir tube lip and cracked battery tube threads.